Event description:
It was reported the patient's blood glucose level reached 510 mg/dl while wearing the pod between 1 and 4 hours. An investigation of the pod found a tear in the exposed soft portion of the cannula. The device was originally reported for leaking during wear.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c. Locked down smartphone: phone_control_iosomnipod software app version: 2.1.0operating system: 26.4hardware: iphone15.4cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.